Event description:
The reporter stated the surgeon attempted to insert a cc4204a collamer single piece lens in the patient eye. When the surgeon went to insert the lens, he noticed there was a crease on the lens. The lens was not inserted into the eye, however the tip of the injector was partially in the eye. There was no patient injury. The reporter stated the cause of the crease was due to loading error by the tech. No lot number was provided for the injection system.

Manufacturer narrative:
Pt age and weight: unk. Implant and explant date: lens was not implanted. Brand name: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Results: visual inspection of the returned product found the lens in two pieces, torn in half lengthwise. Pieces on both haptics also torn off and missing. No crease was found on the lens. Lens was returned in liquid. Conclusions: (user error caused event): based on the complaint history and the evaluation of the returned product, it was determined that the root cause of this event was due to user error. (B)(4).